Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received clinically significant blood glucose readings of 23 mg/dl, 27 mg/dl and 404 mg/dl taken within a ten minute period. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.